Event description:
Medtronic received information that a ped pipeline failed to open in the distal section. The patient was being treated for a c5 segment dissecting aneurysm. There was a gyratory bend in the proximal end of the cavernous sinus due to tortuous blood vessels, therefore, the phenom plus was chosen with phenom27 were placed in the m2 segment. After the measurement, the model 4.5*35ped was selected, and the tip end could not be opened after the stent was delivered in place, and repeated attempts were in vain. The stent was replaced and it could be opened normally. The surgery went smoothly. The pipeline was not positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, fusiform aneurysm in the left side ophthalmic artery segment. The max diameter was 10.23mm and the neck diameter was 10.23mm. The distal landing zone was 3.78mm and the proximal landing zone was 4.44mm. Vessel tortuosity was severe. The angiographic result post procedure was the blood flowed smoothly. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of the pipeline flex (lot# b304398) found the distal and proximal dps restraints intact. The dps sleeves were intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the returned device, the pipeline flex was not confirmed to have "failure to open at the distal end" issue. The root cause could not be determined as the distal and proximal ends of the braid were fully opened and frayed. The damage to the braid on the ends is likely the results of the physician re-sheathing the device more than recommended two times. Possible causes include vessel tortuosity and damaged braid. There was no non-conformance to specifications identified that led to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.